Manufacturer narrative:
(B)(4)

Event description:
It was reported that "last night I received a call from a doctor from the (B)(6). The doctor was using deflux for a patient with vur (vesicoureteric reflux). She used an alternative needle (not a deflux needle). The needle became clogged, and she tried to force it through. The syringe ended up breaking". Additional information received on january 15, 2026, indicated that "patient was under anesthesia, if a deluxe needle were available, the procedure could have been completed with another syringe. Injetak adjustable tip needle 35cm was used. Indication of deflux was vur in a child. While administering, the glass syringe shattered at the plunger, and the surgeon was injured due to the event. The glass was removed, cuts washed out, and bandaged."

Manufacturer narrative:
(B)(4). The complaint was evaluated and closed as broken flange based on the complaint description, photographic evidence, and examination of the returned sample. A visual assessment of the submitted image confirmed the presence of an empty syringe with a broken flange. The reported lot number and quantity of affected units are consistent with the information provided. One unit was returned for evaluation. Examination of the sample confirmed a broken flange, consistent with the reported condition and classification of the complaint record. A review of the batch record did not identify any deviations or anomalies that could be associated with the reported issue. Addition ally, no quality concerns related to the raw material (syringe) were identified that would explain the event. The probable cause could not be determined from the available information. Palette will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "last night I received a call from a doctor from (B)(6). The doctor was using deflux for a patient with vur (vesicoureteric reflux). She used an alternative needle (not a deflux needle). The needle became clogged, and she tried to force it through. The syringe ended up breaking". Additional information received on january 15, 2026, indicated that "patient was under anesthesia, if a deluxe needle were available, the procedure could have been completed with another syringe. Injetak adjustable tip needle 35cm was used. Indication of deflux was vur in a child. While administering, the glass syringe shattered at the plunger, and the surgeon was injured due to the event. The glass was removed, cuts washed out, and bandaged."